Manufacturer narrative:
(B)(4). Additional information from the hospital reported the cardiologist went in with a 6f il 3.5 guide catheter over a magic torque wire through the right radial artery then exchanged out for a 6f il 4 guide catheter and inserted the verrata wire. No other pci wires or other devices were inserted prior to the verrata wire. There was no complaint that the wire didn't provide the measurement. Cardiologist looked at the plastic tubular cover under fluoroscopy and it was undetectable. Did not believe there was any additional plastic tubular sheathing left in patient; however plastic is not visible under fluoroscopy. Patient discharged home with no evidence of harm. This case was reviewed and investigated according to volcano policy. Visual and microscopic inspections were performed on the returned device. During the pre-decontamination visual and microscopic inspections, it was observed that a 24mm long piece of slit polyimide tubing used during the manufacturing process was returned with the device. There was sanguineous material present within the tubing. There were no kinks or bends along the hypotube of the wire. There was a kink in the proximal coil at 252mm from the distal end. There was also some separation at the kink and the trifilar was exposed but appeared to be intact. The distal coil was stretched adjacent to the sensor housing and there were several bends along the distal coil. During the post-decontamination visual and microscopic inspections, it was observed that there was a bend in the distal spacer at 45mm from the proximal end of the wire as well as several bends along the hypotube. There was also corrosion at the proximal conductive band solder joint. No additional observations were made post-decontamination. The cause of the observed failure was a manufacturing error. The slit polyimide tube used to protect the trifilar during hypotube installation was not removed from the proximal end of the hypotube before the final release of the product. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported after using the verrata wire, a plastic tubular sheathing/cover was hanging out of the tuohy fitting. Used a second wire successfully to complete the procedure. No patient impact or additional intervention required. All reasonably known patient information is included in this report.